Manufacturer narrative:
Product investigation results received on 07-may-2009: safety received five unopened solicited tampons from the consumer on 17-apr-2009. The product was intact with no damage noted. The product was sent to the manufacturing plant on 23-apr-2009. The analysis of tampon withdrawal anchor strength and expulsion force have passing results. The daily history records indicate this product was manufactured as intended. The evaluation of the samples tested indicates the returned product was manufactured as intended. No specific corrective action will be taken in relation to this consumer's comment. Procter and gamble (p&g) is submitting this report only because it believes an event that meets the requirements of 21 cfr part 803 may have occurred. This does not mean that p&g believes the device manufactured by p&g may be defective or has malfunctioned, or that a tampax product was in fact associated with an actual consumer injury. Consequently, this report must not be construed as an admission of any kind by p&g.

Event description:
Pelvic inflammatory disease [pelvic inflammatory disease], fever of 102.1 [pyrexia], itchy rash-bad rash on top and bottom of toe, part of the foot, back of hand, palm [rush pruritic], abdominal cramps / pain [abdominal pain], fatigue / tired [fatigue], rash on the top and bottom of one toe is scabby [scab], was not making sense when speaking to others [confusion state], soft stools [diarrhoea], having a bowel movement was difficult but not constipation stool was soft [bowel movement irregularity], one side of buttocks extending down the back of leg appeared as a sunburn - skin [erythema], foul yellow vaginal discharge [vaginal discharge], red blotches [rash macular], groggy [somnolence], skin peeling [skin exfoliation], could not pick up feet, shuffling, walking into things, falling over, unsteady [balance disorder], retained tampon (had half of a tampon in her for 3 weeks) [foreign body trauma], device breakage (string only sown half way through and tampon fell apart) [device breakage], dizziness [dizziness], chills [chills], not feeling well [malaise], foul vaginal odor [vaginal odor], mild cervical motion tenderness [uterine cervical pain], wet prep positive [potassium hydroxide preparation positive]. Case description: a consumer reported that they, an adult female age unspecified, used the tampax tampon, regular unscented and reported the following: infection, getting very sick and have a fever, itchy rash, abdominal cramps, fatigue, device breakage (string only sewn half way through and tampon fell apart), retained tampon (had half of a tampon in her for 3 weeks). A friend who is studying to be a nurse practitioner removed the tampon. The case outcome was not recovered/not resolved. No further information was provided. On (B) (6)-2009, safety follow-up phone call to consumer: the consumer mentioned that she was not sure how high her temperature was. She reported the following additional symptoms: dizziness, could not pick up her feet, kept on shuffling, walking into things and falling over; she had a bad rash on top and bottom of her scabby toe, part of her foot, wrist area below her thumb, and on her palms; one side of buttocks extending down the back of leg appeared as a sunburn; she had a lot of trouble going to the bathroom but was not constipated; she was not making any sense in what she was talking about. She visited her physician and they did a slide but they were not able to find much as she was keeping herself extremely clean as she had a foul vaginal odor. Treatment: three different types of antibiotics, unspecified injection, hydrocortisone. Her symptoms have improved and she was feeling much better after one day of antibiotics. Past medical history included: medical history- ear infection a long time ago but since it has been windy, she though maybe the symptoms had something to do with her ears. Other products used previously: yes - tampax tampons and ob tampons. No further information was provided. On 17-apr-2009, received consumer's follow-up questionnaire: the consumer, (B) (6), used the tampax regular unscented tampons up to 8 times daily during menses and reported the following additional symptoms: fever of 102.1, chills, cramping and pain, was tired, groggy and unsteady, had vaginal discharge, red blotches and skin peeling. Treatment: metronidazole 500 mg 2x, doxycycline 100 mg 2x, kept vaginal area clean, slept, spent several days of rest, not getting out of bed. The case outcome was recovered. Past medical history included: allergy - none reported. Concomitant medications included: none reported. No further information was provided. On 02-jun-2009, received medical records provided by clinic; reviewed and pertinent information as follows: the patient was seen in the clinic on (B) (6)-2009, with a chief complaint of having a tampon retained since (B) (6)-2009 or more and two days ago found the tampon. The patient complained of not feeling well and chilling. The patient's medical history included a last normal menstrual period on (B) (6)-2009. The patient has had three pregnancies with no living children. One pregnancy ended in an induced abortion and the two other pregnancies with two spontaneous abortions. The patient current medication was fluoxetine and she had no known drug allergies. The patient vital signs included temperature 97.4 and blood pressure 122/88. The certified nurse midwife exam included a speculum exam noting foul yellow vaginal discharge and mild cervical motion tenderness. A vaginal wet prep revealed only a positive test for amine. The assessment and diagnosis was pelvic inflammatory disease. The treatment included rocephin 250 mg intramuscularly which was given in the left ventrogluteal muscle, doxycycline 100 mg capsule one by mouth twice a day for seven days, metronidazole 500 mg tablet one by mouth twice a day for seven days. The patient was advised to return to the clinic in 48 hours. The patient was seen in the clinic for a follow up visit on (B) (6)-2009. The patient reported feeling less fatigued, denied chilling, fevers, no vaginal discharge. She reports stomach pain with diarrhea which she associated with the antibiotics. The physical exam revealed negative cervical motion tenderness, cramping with palpation, no tenderness and no masses. The assessment was resolving pelvic inflammatory disease. The patient was instructed to return to the clinic in one week for a pap exam. A follow up exam would be necessary as needed for chilling, fevers, or increased fatigue. The patient was also instructed to complete all antibiotics ordered.